Event description:
Complainant alleged that while attempting to treat a pt, the device failed pace. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.